Event description:
A user facility¿s biomedical technician (bmt) reported to customer service that a combi set¿s heparin line disconnected from the blood pump segment during a patient¿s hemodialysis (hd) treatment. The patient¿s estimated blood loss (ebl) is unknown. The complaint device is not available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. However, a photograph of the combi set connected to the machine was provided by the customer. A separation from the heparin line to the red ¿t¿ connector was observed. The sample is not available for physical analysis. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The reported event was confirmed based on the provided photograph.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. However, a photograph of the combi set was provided by the customer. The photograph shows blood leaking from the red "t" connector on the bloodline, where the heparin line connects. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The reported event was confirmed based on the provided photograph.

Event description:
A user facility's biomedical technician (bmt) reported to customer service that a combi set's heparin line disconnected from the blood pump segment during a patient's hemodialysis (hd) treatment. The patient¿s estimated blood loss (ebl) is unknown. The complaint device is not available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported to customer service that a combi set's heparin line disconnected from the blood pump segment during a patient's hemodialysis (hd) treatment. The patient's estimated blood loss (ebl) is unknown. The complaint device is not available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly.